Manufacturer narrative:
This product is returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this device was explanted due to premature battery depletion. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that over the last six months this pacemaker has been experiencing fluctuating magnet rates and is near ert. The device was then explanted due to a product performance issue and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
This supplemental report is being filled to include device analysis information.